Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. No intervention was made. No patient's symptoms were reported.

Event description:
Additional information received indicated that the right ventricular (rv) lead exhibited noise over-sensing which led to pacing inhibition.

Manufacturer narrative:
Correction: section d4: UDI should have been (B)(6)rather than blank; section h4 - device manufacture date should be (B)(6) 2007 instead of blank.